Event description:
Information received with return of the explanted device notes that the patient presented with fatique and weakness. The device exhibited capture and sensing anomalies due to "displacement".